Event description:
It was reported that the right ventricular lead was discovered dislodged at routine follow up. Loss of capture was also noted. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.